Event description:
During a procedure to upgrade the patient's ICD to a bi-v ICD, a medtronic attain clarity balloon catheter, model 6225, lot number 0007183641, was utilized to ascertain venous patency for the placement of the lv lead. The balloon was inflated and deflated several times in order to obtain shots in ap, rao and lao orientations. When dr. Was done, he attempted to deflate the balloon in order to withdraw it from the coronary sinus. The balloon failed to deflate even though dr. Worked with the syringe to withdraw the air. During his last attempt, it appeared that he pulled back with the sheath; at that time, the balloon popped and disappeared from view. Dr. Proceeded with the procedure although placement of the lv lead was abandoned. Dr. Discussed the balloon incident with the patient in ep recovery post procedure and the patient expressed his understanding what had occurred. Medtronic representative, inspected the balloon catheter post-procedure and it was noted that the balloon was gone. She has forwarded the catheter to medtronic's quality control for assessment.- post mordem review with clinical staff indicated this baloon had only be used at the institutions 2 times prior and both time physicians had difficulty deflating the balloon. The device has been pulled from inventory and will not be used going forward.